Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient with acute thrombus while anticoagulated was scheduled for placement of an inferior vena cava filter. The left common femoral vein was accessed percutaneously and an inferior venacavogram performed demonstrated normal findings. The filter was then deployed in the infrarenal ivc without incident. Imaging was then performed via catheters in the left femoral vein and right popliteal vein. This demonstrated thrombosis of above knee popliteal and superficial femoral veins. There were patent collateral veins that extend centrally to the distal external iliac vein. The common femoral vein was thrombosed. A small segment of acute thrombus was seen at that level, but large collaterals there indicated a chronic component. Thrombolysis was not undertaken because of the chronic nature of the process and inability to advance a catheter from superficial femoral vein to external iliac level. All catheters were removed and hemostasis was achieved without incident. Approximately ten years seven months post filter deployment, an x-ray of the abdomen demonstrated the filter at the l3-l4 level with inferior migration by at least one centimeter as compared to previous examination. Previously the top of the filter was at the l3 level and currently it was at the mid body of l3. A broken filament of the filter was identified laterally at the right l4 transverse process level. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned for evaluation and images were not provided for review. Medical records were provided and reviewed. Approximately ten years and seven months post filter deployment, an x-ray of the abdomen demonstrated the filter at the l3-l4 level with inferior migration by at least one centimeter as compared to previous examination. Previously the top of the filter was at the l3 level and currently it was at the mid body of l3. A broken filament of the filter was identified laterally at the right l4 transverse process level. Therefore, the investigation can be confirmed for a detached filter limb and unintended movement of the filter as the filter has shifted approximately 1cm. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - filter fracture is a known complication of vena cava filters. There have been reports for embolization of vena cava filter fragments resulting in retrieval of fragment using endovascular and/or surgical techniques. Most cases of the filter fracture, however, have been reported without any adverse clinical sequelae. - movement or migration of the filter is a known complication. This may be caused by placement in the ivc's with diameters exceeding the appropriate labeled dimensions specified in the IFU. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was received. Patient status was not provided. New information received: it was reported sometime post vena cava filter deployment for a history of dvt/pe that the filter allegedly migrated caudally at least 1 cm and a detached limb was identified laterally at the right l4 transverse process. No attempts were made to retrieve the filter or detached limb. There was no reported patient injury. Based on a review of the medical records received, the patient with acute thrombus while anticoagulated had a filter successfully deployed without incident. Approximately ten years seven months post filter deployment, an x-ray of the abdomen demonstrated caudal migration of the filter by at least 1 cm when compared to previous examination. Additionally, a detached limb of the filter at the right lateral l4 transverse process level was identified. There was no reported patient injury and no additional information surrounding this event was provided in the medical records received.